Event description:
Notes from the cardiologist consultation: the patient "had an ICD implanted 6 years ago following a vt/vf arrest. The device has now reached elective replacement indicator (eri). The patient has an indwelling fidelis electrode. This is electrically normal at this time. The patient has had no therapy, appropriate or inappropriate since implant of the device. Arrangements were made for admission for lead and generator replacement." Notes from the operative note regarding the fidelis lead: "with a wire in place for access for a new lead implant, we proceeded now to address the fidelis lead. A stylet was passed down the lead and this active fixation device were withdrawn. Gentle traction on the lead failed to dislodge it and appeared to be firmly adherent proximally in the region of the innominate subclavian. Accordingly, the lead was amputated and a laser locking stylet passed down its length. Using a 16-french excimer laser under constant transesophageal echocardiogram (tee) and fluoroscopic guidance, the lead was removed in its entirety without difficulty or incident." ...the patient was "taken to pacu in satisfactory condition having tolerated the procedure well."what was the original intended procedure?explant ICD generator (medtronic model c154dwk).laser lead extraction times 1.insert a dual coil ICD electrode.implant ICD generator.device #1is this a laboratory device or laboratory test?no.